Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding patients receiving intrathecal therapy via implantable pumps. Drug information (including dose and concentration) was unknown. It was reported that 2 nurse practitioners stated that they noticed nowadays more often a negative difference between actual and expected reservoir volume when refilling pumps of -1 or -2 ml, where in the past, they mainly encountered a positive difference. It was unknown when this issue first occurred. Both nurse practitioners had more than 6 years of experience with pumps and did not change anything in the procedure or materials used. There were no applicable environmental/external/patient factors reported that may have led or contributed to the issue. There was no applicable diagnostics/troubleshooting reported. There were no applicable interventions/actions taken; this was just something they observed and for which they were looking for a possible explanation. Surgical intervention did not occur and was not planned. The issue was not resolved. However, the patients¿ statuses were ¿alive - no injury¿. Information regarding the patients¿ genders, ages, weights, medical histories, and other medications was unavailable.